Event description:
Pt was on 7 day 57 infusion via cadd plus pump began in 2001. Pump was correctly programmed and functioning at 1230 when pt discontinued from chemo room. Pt was seen in " xrt" daily and voiced no complaint. Both pt and care giver verbalized hearing pump's infusion "noises". However, when pump was discontinued, none of the pt's chemo had infused. This is the second malfunction of this pump for this pt and was reported to clinical support and documented in pt's chart. The first malfunction occurred 3 weeks before and was also reported to clinical support and documentation of the pt's instructions and sequence of events appears in pt's chart. This particular incident was reported to md as well as to clinical support and has caused great concern because pt was harmed by not getting pt's chemo for a week and this falls below the standard of care.